Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a non-emergency treatment was aborted. The philips remote service engineer (rse) analysed the system log file remotely and identified there was no communication with geo pc. A philips field service engineer (fse) inspected the system onsite and confirmed geometry movements were unavailable. To resolve this issue, fse replaced the geo pc and returned to philips for further analysis. The analysis of geo pc identified hdd(hard disk drive) format failed. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It has been reported to philips that geometry movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.